Manufacturer narrative:
Correction in e3, g2. Additional in d8. Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: pump flow block error on 8100 bd unit. Technical support - tech has error on 8100 bd unit "pump flow block" when running check in test. They are use asm v10.17 also win xp, which could cause a issue in software. Tech only get the error on some of the units but can retry and it work needs to get asm v10.19 but needs to get there computer upgrade at less to win7 if possible. Send tech information to contract to request for asm v10.19 also submit information to contract to send asm v10.19 to tech but explain he needs to upgrade their window to 7 because v10.19 want load on win10. The customer¿s reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : no product received for evaluation.

Event description:
Case #: (B)(4). Case subject: npi pump flow block error on 8100 bd unit. Account name: (B)(6). Account #: (B)(4). Asset name: asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: tech get error when running check in on 8100 bd unit. Failure device type: failure problem type: failure mode: case resolution: tech has error on 8100 bd unit "pump flow block" when running check in test. They are use asm v10.17 also win xp, which could cause a issue in software. Tech only get the error on some of the units but can retry and it work needs to get asm v10.19. But needs to get there computer upgrade at less to win7 if possible. Send tech information to contract to request for asm v10.19. Also submit information to contract to send asm v10.19 to tech but explain he needs to upgrade their window to 7 because v10.19 want load on win10.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
(B)(4). Case resolution: tech has error on 8100 bd unit "pump flow block" when running check in test. They are use asm v10.17 also win xp, which could cause a issue in software. Tech only get the error on some of the units but can retry and it work needs to get asm v10.19 but needs to get there computer upgrade at less to win7 if possible. Send tech information to contract to request for asm v10.19. Also submit information to contract to send asm v10.19 to tech but explain he needs to upgrade their window to 7 because v10.19 want load on win10.